Event description:
Reportedly, during an implantation attempt, the electrode was placed in the right atrial appendage. The helix was fully deployed and appeared excellent from both left and right anterior oblique angles. Bipolar testing showed sensing 0.3, threshold 2.5, impedance 1360. The sensing was poor, but the monitor displayed clear p-waves. During the procedure, the helix was deployed and a 5-minute wait followed by testing was attempted. Three adjustments were made to the positioning: the outer part of the appendage, deep within the appendage, and even placing the atrial electrode in the ventricle for testing¿all showed poor sensing. As a result, a new vega 52 lead was implanted. The test parameters for the new electrode were threshold 0.5, sensing 2.3, impedance 698. The surgery was successfully completed.